Manufacturer narrative:
This event occurred in (B)(6). (B)(6) - (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e 801 module. The patient sample was provided for investigation where erroneous elecsys ft3 iii (ft3 iii) and tsh results were identified between the customer¿s e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and a centaur system. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The serial number for the customer¿s e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number and expiration date used with the e602 module was 283550 expiring on 30-jun-2018. The tsh reagent lot number and expiration date used with the e411 analyzer was 267269 expiring on 30-apr-2018. The tsh reagent lot number and expiration date used with the e801 module at the investigation site was 226387 expiring on 30-jun-2018.

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's tsh results were reproduced during the investigation. The investigation was unable to find a definitive root cause.